Event description:
Customer reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue involved repeated cartridge alarms and decided to replace the pump. They guided the customer on returning the faulty pump and setting up the replacement, ensuring compatibility with a backup insulin delivery plan. A replacement pump with updated software was sent, and instructions on connecting the new pump to compatible components were provided.